Event description:
Case description: spontaneous report, USA. This report was received via a lens box return. It was noted on the box that the iol had been explanted from the eye due to wrong power. The initial implant was performed on 8/11/99 to the left eye. Upon follow-up from the reporting physician, the operating room nurse handed her the wrong iol during surgery. When the pt was in the recovery room, it was noted that the incorrect lens was implanted and the pt was immediately returned to surgery for explantation of the incorrect lens. The correct lens was implanted and was the same model 912 (25.5 d). No further details were provided.